Event description:
It was reported that during a rotator cuff repair procedure using a speedscrew 6.5 implant with inserter handle, the implant was successfully implanted into the bone when the surgeon decided to change the location of the implant. As the surgeon was backing the implant out of the bone, the distal tip of the implant broke off in the bone. The broken piece was abandoned in the bone and the surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.